Event description:
As reported by the user facility: event 4: we realized in a 2-3 day period that the whole system would fill with air only when the blood went into the lines. When it actually happened to two different patients on the same shift is when they realized that it probably was the lines so we pulled all that lot number which ended up being only a case (36) no. Patients involved: 5-6 date of incident: (B)(6) 2023.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 4. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.